Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient did not see the insulin drops at the end of the tubing during fill tubing step on (B)(6) 2026. The patient experienced high blood glucose levels of 562mg/dl and received treatment via correction via mdi.